Manufacturer narrative:
Device evaluated by MFR.:promus element plus ous 2.50x38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-dec-2020. It was reported that advancing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x38mm promus element plus drug-eluting stent was used but difficulty advancing occurred. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.